Event description:
On (B)(6) 2024, infutronix received a report that a pump had an "unknown issue - unknown issue from customer". The infusion cannot resume without causing delay in treatment. No patient was involved and harmed. Device was returned on 01/24/2024. Detail of the evaluation can be found in section h of this MDR.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/5/2024: the pump's event log was pulled as part of the investigation and upon review it was noted that two separate abrupt power offs were found in the log. An abrupt power off can be seen below on event line 508 by the "log_event_on" code without an "log_event_off" code before it. See complaint in question for detail of the event log. The MDR reportability of the complaint has been upgraded to "yes" after the discovery of the abrupt power off in the pump's event log history, which is MDR reportable the review of the event log did highlight several upstream occlusion alarms in the infusion history, 67 in total, as seen by the alarm code "e04". See complaint in question for detail of the event log. Functional testing did confirm the reported condition, but was not duplicated during testing. Reported issue found, device not performing to specification. Several capas has been opened in order to fully investigate and address the root causes of the reported events.